Manufacturer narrative:
Bwi equipment in use: carto3 system sn: (B)(4). Stockert (serial # unknown). Coolflow pump (serial # unknown). The manufacturer ref# (B)(4) are related to the same event.

Manufacturer narrative:
In the initial report was mentioned the event was death case however upon follow up, bwi received the information on april 09, 2014 that showed the event was serious injury. (B)(4).

Event description:
It was reported that after an afib ¿ paroxysmal procedure a patient suffered an esophageal fistula, diagnosed approximately 2 weeks post procedure and passed away.